Manufacturer narrative:
This report is being filed due to an allegation of a melted hole in the handle. Based on photos provided by the reporter it has been determined that melted area on housing of the handle could have been caused by a short circuit overheating the pcb / motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose the possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. Return of the product has been requested and an investigation of the toothbrush will be conducted upon arrival of the product. On (B)(6) 2017 product investigation results: reporter returned product on (B)(6) 2017. The sample was analyzed to show the root cause for overheating is a blocked drive due to blocked motor.

Event description:
Battery started to burn and melted / melted hole is in the lower part device physical property issue. No adverse event no adverse event. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that he/she had an (B)(6) toothbrush handle pro crossaction 3764 model d701.533.5xc that he/she had purchased on (B)(6) 2017, and described that the toothbrush smelled of chlorine. The consumer stated that the battery started to burn and melted about 14 days prior; the consumer explained that the toothbrush was usually placed on a stone plate/the charger on top of the table top. The consumer still had the toothbrush and noted that the melted hole was in the bottom part. There had been no damage to the toothbrush prior to the incident, but now there were holes after it had been burnt. It was reported that the toothbrush was no longer working. The consumer had never used this particular version of toothbrush before. The toothbrush had never been dropped and had been cleaned using a cloth (no products). No symptoms developed. Relevant history: none reported. Concomitant product(s): zendium. No further information was provided.

Manufacturer narrative:
This report is being filed due to an allegation of a melted hole in the handle. Based on photos provided by the reporter it has been determined that melted area on housing of the handle could have been caused by a short circuit overheating the pcb / motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose the possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. Return of the product has been requested and an investigation of the toothbrush will be conducted upon arrival of the product.

Event description:
Battery started to burn and melted / melted hole is in the lower part [device physical property issue], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that he/she had an oral-b power rechargeable toothbrush handle pro crossaction 3764 model d701.533.5xc that he/she had purchased on (B)(6) 2017, and described that the toothbrush smelled of chlorine. The consumer stated that the battery started to burn and melted about 14 days prior; the consumer explained that the toothbrush was usually placed on a stone plate/the charger on top of the table top. The consumer still had the toothbrush and noted that the melted hole was in the bottom part. There had been no damage to the toothbrush prior to the incident, but now there were holes after it had been burnt. It was reported that the toothbrush was no longer working. The consumer had never used this particular version of toothbrush before. The toothbrush had never been dropped and had been cleaned using a cloth (no products). No symptoms developed. Relevant history: none reported. Concomitant product(s): zendium. No further information was provided.